Event description:
Boston scientific received info that the right atrial (ra) and right ventricular (rv) leads were revised. The pt's heart was significantly rotated. No other adverse pt effects reported. Add'l info received from the local sales rep states that the rv lead was confirmed to be dislodged on a fluoroscopy that was performed. The physician was repositioning the rv lead when it was noted that the ra lead was also dislodged. No adverse pt effects reported. At this time the ra and rv leads remain in service. Should add'l info become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.